Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery during manual prime. Blood glucose value is 173 mg/dl. Customer was advised to disconnect and reconnect the tubing and the reservoir and then manually push plunger; customer stated the insulin did exit the tubing. Customer was instructed to rewind the insulin pump, reinsert reservoir into device and run manual prime to at least 5.0 units; customer stated the insulin pump alarmed no delivery. Nothing further reported.